Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during the initial drain. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The technical service representative (tsr) assisted the hp in clearing the alarm. The hp was going to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.